Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 31mm 11400m mitral valve was explanted after an implant duration of two (2) years, eight (8) months due to unknown reason. The explanted valve was replaced with an unknown device. Per the customer, the explanted valve was discarded.